Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/25/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an ablation procedure for supraventricular tachycardia (svt) with a thermocool smarttouch bi-directional navigation catheter. After the ablation phase, when sheaths and catheters were pulled back from the left atrium and the st. Jude medical viewflex intracardiac echocardiography catheter (ice) was swept, the patient became hypotensive and a tamponade was confirmed via ice. The pericardiocentesis yielded an unspecified amount of fluid. Post-pericardiocentesis, the patient improved and was reported to be in stable condition. Patient was transferred to the intensive care unit (ICU). On post-procedure day one, the patient had a mild fever, but was doing well otherwise. Patient was scheduled for extubation. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. Factors cited that may have contributed to the adverse event include that the patient moved on the table while the st. Jude medical viewflex ice catheter was in the patient¿s heart. The returned catheter was visually inspected in detail and it was found in normal conditions. Then per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter was tested on carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
It was also reported that the soundstar catheter was not recognized by the sequoia ultrasound system. This recognition issue was assessed as not reportable. No troubleshooting was performed. Physician switched to a st. Jude medical viewflex intracardiac echocardiography (ice) catheter and ultrasound system. Mapping catheter was connected to the carto 3 system prior to connecting the soundstar catheter. Cartosound/uls was selected on the carto 3 system. The name of the ultrasound was selected on the carto 3 system. There is no information regarding shaft proximity interference value. Thermocool smarttouch bi-directional navigation catheter was not in close proximity to another catheter, as it was in the left lateral atrium and the coronary sinus catheter was in the coronary sinus. Thermocool smarttouch bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17600350m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: soundstar eco catheter, model #: m-5723-17, lot #: e8054591. Carto 3 system, model #: unknown, serial #: unknown. Non biosense webster, inc. - st. Jude medical transseptal needle. Non biosense webster, inc. - st. Jude medical sheaths. Non biosense webster, inc. - st. Jude medical viewflex intracardiac echocardiography (ice) catheter. Non biosense webster, inc. - siemens acuson sequoia ultrasound machine. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for supraventricular tachycardia (svt) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the ablation phase, when sheaths and catheters were pulled back from the left atrium and the st. Jude medical viewflex intracardiac echocardiography catheter (ice) was swept, the patient became hypotensive and a tamponade was confirmed via ice. The pericardiocentesis yielded an unspecified amount of fluid. Post-pericardiocentesis, the patient improved and was reported to be in stable condition. Patient was transferred to the intensive care unit (ICU). On post-procedure day one, the patient had a mild fever, but was doing well otherwise. Patient was scheduled for extubation. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. Factors cited that may have contributed to the adverse event include that the patient moved on the table while the st. Jude medical viewflex ice catheter was in the patient¿s heart. Physician is unsure of causality. It was noted that the physician does not believe that the adverse event was related to transseptal puncture or biosense webster, inc. Catheters. A transseptal puncture was performed with a st. Jude medical brk transseptal needle. St. Jude medical sheaths were used. Generator parameters were not reported. Overall ablation time and last ablation cycle time at the site of injury were not reported. Irrigated catheter flow was set on manufacturer recommended settings. Patient received anticoagulant during the procedure with activated clotting time maintained in an unspecified range.